Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and mildly calcified below the knee artery. A 4.5 fr non-bsc introducer sheath was advanced. After advancing a non-bsc guidewire to cross the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the target lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres at a duration of 15 seconds. The device was completely removed and the procedure was completed with a 2.0mm x 40mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood in the balloon. The balloon was tightly folded. Magnified inspection did not reveal any damage or irregularities to the balloon, to the proximal bond and to the markerbands. The device was inflated to rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and mildly calcified below the knee artery. A 4.5 fr non-bsc introducer sheath was advanced. After advancing a non-bsc guidewire to cross the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the target lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres at a duration of 15 seconds. The device was completely removed and the procedure was completed with a 2.0mm x 40mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).